Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that the console displayed an inaccurate speed. A rotapro console was selected for use in an atherectomy procedure. During the procedure, the burr would sound like it was spinning at a high rpm, but the reading was too low. Additionally, the burr would be spinning at a slower speed than what was displayed on the console. There was no way to gauge the correct speed. The procedure was completed with this device. No patient complications were reported, and the patient was in good condition.

Manufacturer narrative:
(B)(4).